Event description:
This procedure was performed in the carotid artery using femoral access. The pt is a man with a history of hypertension and former smoker who presented with asymptomatic carotid stenosis. In 2007, treatment of a 90% stenosis of the bifurcation of the left cca. The spiderfx was deployed and pre-stent balloon dilation was performed. A protege rx stent was implanted in the bifurcation of the right cca with post-dilation. The site reported a 0% final residual stenosis and no procedural events. Post procedure, the pt was transferred to the ICU for treatment and observation of hypotension. Three days later, the pt was discharged home and in stable condition and neurologically intact. The pt returned to the hosp later that same day with a low grade fever and what appeared to be dyscoordination of the left hand, difficulty standing, demonstrated non-specific mental status changes which improved with discontinuation of his pain medication, and was admitted to the hosp. A carotid duplex scan performed revealed minimal, if any flow, in the right ica. CT angiography of the head and neck was performed the following day and revealed an acute thrombotic occlusion of the right cca just past its origin and extends to the distal ica. The right stent appeared narrowed at its mid aspect. There were diffuse involutional changes seen within the brain with no large territorial infarct suggested. Consultation three days later, reported a right hemispheric stroke with residual left hemineglect, left visual field cut, left central 7th palsy, dysarthria, dysphasia, intolerance to oral secretions, left hemiparesis with leg raise and arm deficits. Over the next few days the pt's condition improved and the hemiparesis began to resolve. The following month, the pt was discharged to a long term acute care facility. The site reported the aforementioned neurological event as an acute occlusion of the right carotid artery starting two days later, with neurological deficits of behavioral change, aphasia and left hemiparesis or hemiplegia and step-like onset. In response for neurological event clarification the site identified a right ischemic hemispheric stroke which was based twelve days prior, CT scan but was not diagnosed by the neurologist until 2007. The event duration was greater than 3 months with a partial recovery. The clinical events committee classified this event as procedure and protege device related.

Manufacturer narrative:
Device was not returned for analysis. Please reference MDR #2183870-2008-00012.